Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), when the device was placed, the thresholds increased but no fluctuations were noted. Therefore, the tether was cut on the delivery system. Shortly, after the tether was cut, the thresholds increased and pacing failure at high outputs were noted. The device was recaptured successfully while holding the catheter using a pean. The leadless ipg system implant attempt was abandoned and switched to transvenous ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.